Event description:
It was reported that during insertion of the PICC to the right basilic and brachial veins "could not advance the guidewire past about 4 cm before meeting resistance. Attempted cephalic x1 and guidewire again only advances about 5cm. On withdrawal of guidewire the flexible tip unraveled and showed some resistance on removal. Could not clearly determine if entire guidewire was removed so x-ray of rue for foreign body was performed. X-ray impression states, "there is a 2cm length of radiopaque foreign body in the soft tissues of the mid to lower humeral region which likely represents fragment of an 18 guidewire."

Manufacturer narrative:
The device involved in the event was not returned for evaluation. Attempts to obtain additional information and the sample were unsuccessful. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.